Event description:
Additional information received from the manufacturer representative indicated they didn't know the cause of the issue and no actions or interventions were taken.

Event description:
Information received from the healthcare professional reported that re-programming was done. The cause of the issue with feeling stimulation when off was unknown. Possible residual ins.

Manufacturer narrative:
(B)(4).

Event description:
The implantable neurostimulator (ins) was charged monthly so it would not deplete. The ins was charged completely on wednesday and described a screen with tear drops. After she charged, she felt stimulation in the spine and legs that lasted for 24 hours; this was a sudden change. The patient had not turned stimulation on. The patient was instructed to connect to the ins with the patient programmer (pp). It sounded like the patient received the depleted pp batteries screen. The batteries were replaced. The patient was then instructed to place the implantable neurostimulator recharger (insr) over the implant site. Once over the implant site, the patient received the regular recharge screen and noted that the very first section on the left, of the battery was blinking. This indicated that the battery was charging from 0-25%. Additionally, the other icons indicated that stimulation was off, and the insr battery was full. Because the ins was completely depleted, they were unable to check what the battery status was prior to this. The patient was instructed to recharge the ins and have the ins and external components checked. Indication for use included non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.